Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device which was getting alert 113 (reduced water temperature control) and was not cooling. Biomed stated that chiller temperature was 4.1c and system hours were 3135. Per additional information received on (B)(6) 2022, customer stated that they were using the arctic sun device that was sent to biomed, repaired, and sent back to the unit. It did not appear to be working correctly, patient was not cooling. Nurse confirmed patient temperature was 37.0c, target temperature was 36.0c, water temperature was 29.5c and flow rate was 3.2lpm. Nurse stated that event log had alert 113 (reduced water temperature control) for not cooling. System diagnostics showed outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 29.6c, chiller temperature (t4) 4.1c, inlet pressure was -7.0, circulation pump command was 79, mixing pump command was 100, heater command was 0, water reservoir level was 5, system hours were 3133 and pump hours were 2949. Mss advised that this unit needs to go back to biomed labelling alert 113 (reduced water temperature control) not cooling. Nurse would find another device and call back if she has any additional questions. Per follow up information received via phone on (B)(6) 2022, the device was used on a patient with no reported injuries prior, the device was being sent to biomed. Per sample evaluation results received on (B)(6) 2022, it was reported the double bend tube and the chiller evaporator outlet tube were found to be expanded during servicing. It was noted that the double-bend tube and the chiller evaporator outlet tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device which was getting alert 113 (reduced water temperature control) and was not cooling. Biomed stated that chiller temperature was 4.1c and system hours were 3135. Per additional information received on 20aug2022, customer stated that they were using the arctic sun device that was sent to biomed, repaired, and sent back to the unit. It did not appear to be working correctly, patient was not cooling. Nurse confirmed patient temperature was 37.0c, target temperature was 36.0c, water temperature was 29.5c and flow rate was 3.2lpm. Nurse stated that event log had alert 113 (reduced water temperature control) for not cooling. System diagnostics showed outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 29.6c, chiller temperature (t4) 4.1c, inlet pressure was -7.0, circulation pump command was 79, mixing pump command was 100, heater command was 0, water reservoir level was 5, system hours were 3133 and pump hours were 2949. Mss advised that this unit needs to go back to biomed labelling alert 113 (reduced water temperature control) not cooling. Nurse would find another device and call back if she has any additional questions. Per follow up information received via phone on 02sep2022, the device was used on a patient with no reported injuries prior, the device was being sent to biomed. Per sample evaluation results received on 30sep2022, it was reported the double bend tube and the chiller evaporator outlet tube were found to be expanded during servicing. It was noted that the double-bend tube and the chiller evaporator outlet tube were replaced.